Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had a superdimension enb procedure performed on (B)(6) 2016. The patient presented to emergency room in full cardiac arrest and subsequently died on (B)(6) 2016 from complications of septic shock. The physician does not attribute the patient death to the superdimension device or enb procedure. If additional information is received a follow-up report will be submitted.